Event description:
The physician used the venaseal to treat 45cm and 6cm of the great saphenous vein as per IFU. It was reported the patient suffered a red line phlebetic reaction on the leg 2/3 days post procedure this was resolved with ibuprofen. The red streak re- appeared 9 days post procedure above the treatment area with tenderness along the mid-gsv and a diffuse body rash outside of the treatment area. The patient was treated with ibuprofen and oral steroid. Improvement in the patients condition was reported. Additional information received 14th nov 16: the rep reported the patient has 18 separate known allergies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.